Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot 13291 and data files were returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was never used. Further dissection testing showed a kink on the guide wire lumen at 1.164 inches from the tip. Pressure testing showed a breach through the kink on the guide wire lumen at 1.164 inches from the tip. The catheter failed the performance test because the system notice 50005 (the safety system has detected fluid in the catheter and stopped the injection.) Appeared during the integrity test. The data files were also returned and analyzed. In the data files, the 50005 failure message was received on the date of the event. In conclusion, the balloon catheter failed the returned product inspection due to a kink and breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturers investigation.